Event description:
It was reported that during a laparoscopic pneumonectomy procedure, the jaws did not open outside the patient after the 1st firing of the 1st device on the lung parenchyma though the target tissue was cut and stapled as intended. The target tissue was regular. The cartridge is green. Reinforcement material was not used. Another device was used to complete the case. Then, the knife of the 2nd device did not move forward at the 2nd stroke of the 3rd firing on the bronchial tube. So the knife was returned and the jaws were opened. The staples were deployed halfway and the tissue was not cut. The staples of the distal part were unformed and the staples of the proximal part were proper b formed. There was no unexpected resistance in closing and no unexpected noise. Another device was fired on the side of the patient to complete the case. There were no adverse consequences to the patient. The device did not clamp something hard such as an existing staple line or clip.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The event could not be confirmed as no malformed staples were noted during functional testing. No cutting issues were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.